Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via telephone call that the insulin pump was alarming for no delivery and that the customer's blood glucose was running high. The blood glucose reading was 436 mg/dl. The customer was treated with a manual injection. The drive support cap appeared normal and recessed. The insulin exited with the manual prime and the customer found no leaks or air bubbles. The site was not sore or irritated. The customer was advised to contact a health care professional regarding the high blood glucose.